Event description:
It was reported that they were putting a recon plate on the posterior side of the tibia and the 3.1 locking screwdriver blade handle snapped off. Additional information received via phone from rep on (B)(4) 2013: the tip of the screwdriver blade broke off in the head of the screw. Screw remained implanted. Sales rep also reported three additional screws were implanted and then immediately explanted due to miss measurement..

Manufacturer narrative:
Device will not be returned for evaluation. If additional information is received, it will be submitted on a supplemental device. Device was discarded.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. Therefore no conclusion could be made how the failure occurred. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that the current IFU reads: - always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that they were putting a recon plate on the posterior side of the tibia and the 3.1 locking screwdriver blade handle snapped off. Additional information received via phone from rep on 26-apr-2013: the tip of the screwdriver blade broke off in the head of the screw. Screw remained implanted. Sales rep also reported three additional screws were implanted and then immediately explanted due to miss measurement..